Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit shows electrical test fails code #119.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact person and contact office - mfg site), g3, g6, h2, h3, h4, h6 (type of investigations, investigation findings, investigation conclusion), h11. Corrected fields - h6 (medical device - problem code). A getinge field service engineer (fse) investigated the customer's complaint with unit error code 119. Reviewed logs and found error code 119 failure. Fse reseated the front end board cables, harnesses and verified they were secure, and could not reproduce the customer's error. Functional tested without any issue. No problem found. Unit services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use.